Event description:
A customer observed multiple, lower than expected vitros bhcg ii quality control results (biorad level 3 = 444.9, 453.0, 438.3, 443.9 miu/ml vs. The expected result of 617 miu/ml; vitros re level 3 = 257 miu/ml vs. The expected result of 366 miu/ml) and patient results (patient 1 = 1146 miu/ml; patient 2 = 86 miu/ml; patient 3 = 385 miu/ml; patient 4 = 549 miu/ml) while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results were not reported to a clinician. The affected patient samples were repeated on an alternate vitros analyzer with an alternate lot of bhcg ii reagent (patient 1 = 1649 miu/ml; patient 2 = 117 miu/ml; patient 3 = 573 miu/ml; patient 4 = 800 miu/ml). There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that multiple, lower than expected bhcg ii quality control and patient results were obtained from the vitros 3600 immunodiagnostic system following calibration. The investigation determined that the vitros bhcg ii calibration was invalid because quality control results were outside the expected range. The most likely cause of the event was a non-optimal calibration. Recalibration with the same, in-use lot of bhcg ii reagent obtained acceptable quality control results.